Manufacturer narrative:
(B)(4). According to the results of evaluation, the door gas strut was found defective and not holding the bath's door, which caused the door's unintended closing. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about an incident with involvement of the parker bath. It was reported that the customer facility's nurse stated that the door almost fell on her head. No injury occurrence was indicated.

Manufacturer narrative:
Arjo was notified about an incident with involvement of the parker bath. The customer facility's nurse stated that the door almost fell on her head. No injury occurrence was indicated. The customer marked the device faulty and removed from service right after the described malfunction was noticed. According to the results of evaluation, the door gas strut was found defective and not holding the bath's door. There was no visible damage on the part detected, but the functionality was deteriorated. The operating and product care instructions informs the device user that the door gas strut is subjected to wear and it is recommended to be preventively replaced every 3rd year. The opci also provides warnings and actions that can be carried out to avoid the reported situation from occurring: ¿always ensure that the bathers limbs are clear of the door before closing.¿ ¿always keep fingers clear of the door when closing.¿ ¿always ensure that the equipment is handled by trained staff. This model of the parker bath (420) has been discontinued and the claimed unit was manufactured over 13 years before this malfunction occurred. As per the operating and product care instructions: ¿the normal useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance as specified in this manual.¿ based on the performed analysis, the root cause was found to be related to normal wear of the component. In summary, the device was not up to the manufacturer¿s specification as the door was falling due to faulty gas strut, which was noticed by the customer facility personnel. This complaint was decided to be reported to the competent authorities in abundance of caution due to gas strut malfunction leading to bath¿s door falling, which according to the customer allegation occurred when the bath was used by the caregiver and the who was almost hit by the door.